Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with the stent partially deployed by 28mm. Wire damage was observed at the distal end of the stent. The remainder of the stent was deployed without issue. No issues were noted with the profile of the delivery device. All bonds were intact with no issues noted. No issues were noted with the holding sleeve or stent cup. The markerbands were visually and microscopically reviewed and no issues were identified. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 150mm in length target lesion was located in the iliac vein. A 16x90/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, the stent could not move forward when the shaft moved half of the length and the stent also could not be pulled back as it became stuck on the wire. It was noted under x-ray image that the tip of the stent was in irregular shape and the whole device was removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 150mm in length target lesion was located in the iliac vein. A 16x90/9fr 75cm wallstent endoprosthesis was advanced to treat the lesion. However, the stent could not move forward when the shaft moved half of the length and the stent also could not be pulled back as it became stuck on the wire. It was noted under x-ray image that the tip of the stent was in irregular shape and the whole device was removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.